Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has alarmed no delivery multiple times. Customer stated she changed the infusion set, primed it and insulin comes out of the tubing and then she changed it again and it keeps giving her the no delivery alarm. Customer believes that the no delivery alarms are the cause of her high blood glucose. Blood glucose value is 355 mg/dl; treated with manual injection. Customer has not tried different cannula lengths. The insulin is not expired or denatured and she rotates sites. Customer stated the tubing is not bent or kinked. Nothing further reported.